Event description:
It was reported that thileft ventricular (lv) lead exhibited oversensing during a pacemaker mediated tachycardia (pmt) episode. The health care professional (hcp) suspected that it was t-wave oversensing. Technical services (ts) is to review the reports and provide their insight. The lead remains in use. No adverse patient effects were reported. Subsequently, ts reviewed the reports and provided reprogramming options. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that thileft ventricular (lv) lead exhibited oversensing during a pacemaker mediated tachycardia (pmt) episode. The health care professional (hcp) suspected that it was t-wave oversensing. Technical services (ts) is to review the reports and provide their insight. The lead remains in use. No adverse patient effects were reported.